Event description:
Although it was reported that the user did not have difficulty obtaining the biopsy specimen during the diagnostic endobronchial ultrasound (ebus) procedure; the scope would reportedly ¿push her back,¿ while trying to biopsy the node. The gauge size of the biopsy needle used is unknown. There were no device error messages observed during the procedure. It is also unknown if the procedure was prolonged due to this incident, as it was reported that ¿anesthesia does their own thing.¿

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to b5, g2, and h6 to include information that was inadvertently not included in the initial medwatch.

Event description:
An olympus employee reported on behalf of the customer the balloon came off the evis eus ultrasound bronchofibervideoscope, fell into the patient and required retrieval during an ebus procedure. In addition, the user had difficulty passing the needle during the biopsy. There was no patient harm associated with the event.

Manufacturer narrative:
The subject device was not returned to olympus, therefore, the reported phenomenon and condition of the device could not be confirmed. A review of the device history record (DHR), confirmed that the device met its standards at the time of shipment. Based on the results of the investigation, the root cause of the balloon falling inside the patient during procedure, the puncture trouble and the scope user having difficulty passing needle during biopsy could not be identified. Olympus determined that the phenomena might be prevented as stated in the following instruction manual: never tie the elastic opening of both sides of the balloon with a thread. This may cause the balloon to rupture or come off the distal end of the endoscope when inflating it excessively. This can result in patient injury. Never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. Never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. When withdrawing the endoscope, make sure that the balloon is completely deflated, using the ultrasound image and endoscopic field of view. Withdrawing the endoscope while the balloon is inflated could result in patient injury. Olympus will continue to monitor the field performance of this device. This report has been submitted by the importer under this MDR report number 2429304-2023-00186.